Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 233 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and received with minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.